Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel globules were found during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "incident of gel globules reported by doctor 6th of oct., ac were fixed by then. Visiting the lab 10th of oct., few numbers of pst ii tubes are received daily mainly from one location with current lot number 8128649 (same lot num of defected tube), plasma and gel were ok after centrifugation with no issues. (Centrifugation settings are within our recommendations)." 1 of 2 complaints.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel oil globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to gel oil globules was observed and slight smearing of gel above the barrier on the tube wall was noted. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported that gel globules were found during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "incident of gel globules reported by doctor 6th of oct., ac were fixed by then. Visiting the lab 10th of oct., few numbers of pst ii tubes are received daily mainly from one location with current lot.number 8128649 (same lot num of defected tube), plasma and gel were ok after centrifugation with no issues. (Centrifugation settings are within our recommendations)." 1 of 2 complaints.